Event description:
It was reported during a da vinci hysterectomy procedure, that the jaws of the fenestrated bipolar forceps did not engage. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument had one grip bent, causing a side to side misalignment of the grips. There was a .047 offset. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, likely cause of bending remains overloading at the tip. Failure analysis concluded the damage may be due to mishandling / misuse. Additional observation during failure analysis found the distal end of the main tube had scratch marks with light material removed. The scratches were not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the main tube scratches were to recur could cause or contribute to an adverse event.